Event description:
The manufacturer received information alleging difficulty opening on a dreamstation 2 advanced auto CPAP device. The device was not in use on a patient at the time of the occurrence. The dreamstation 2 advanced auto CPAP device was returned to the third-party service center for evaluation. During the evaluation, the technician noted a burned pca. The device was forwarded to the product investigation lab for further investigation.